Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's mother that their insulin pump was damaged. Customer stated the lcd screen is cracked and difficult to read. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 151 mg/dl at time of reporting. Nothing further reported.